Manufacturer narrative:
Follow-up #1: date of submission 04/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim display screen with pinkish contrast. Auditory and vibratory features were operational. The buttons responded properly. Unrelated to the complaint, the battery compartment was cracked at two places, from the top to the case seal and in the threads area above the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.